Event description:
It was reported that this brady lead in the left bundle branch (lbb) exhibited a dropped in sensing from 20 to 2, impedance was stable and the threshold test had an intermittent capture at 7.0 at 2.0 from 0.6 at 0.4. In addition, x ray showed lead to no longer have any slack. This brady lead was explanted, replaced with different model and will be return for analysis. No additional adverse patient effects were reported.